Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in the cassette alarm during drain 3 of 5. Attempts to bypass the alarm were not successful and treatment was discontinued. When opening the cassette door he found a hole on the back of the cassette. He switched to manual treatment to finish. During follow up he stated he had reported the instance to the clinic and was not required to go into the clinic and no prophylactic medication was provided. The pd patient confirmed he not require any medical intervention or additional treatment as a result of the reported fluid leak. The set was discarded.